Event description:
Pt had prothrombin time tested in doctors office. Inr=2.3 in 03/2002. Three days later, pt had a tia and was evaluated at local hosp ER. Prothrombin time checked and inr=1.3. Pt was not admitted to hosp.